Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 250 mg/dl and 70 mg/dl, while using the suspect device. An additional set of back-to-back tests was reportedly performed on the suspect device with results of 400 mg/dl and 79 mg/dl. Pt did not modify therapy based on these values. No pt injury was reported and no treatment was received. Qc testing had not been performed on the suspect product. At the time of the report, pt no longer had the test strips that produced the discrepant results.